Manufacturer narrative:
Unit received intermittent button response due to j2/lcd unlock keypad connector. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Unit received with cracked reservoir tube lip. Unit received missing end cap sticker. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump's escape, act, and down buttons were intermittently responsive. Blood glucose level at the time of the incident was not provided. The customer did not recall any significant events leading up to this issue. Customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.